Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) incorrectly identified a ventricular fibrillation (vf) episode as ventricular tachycardia (vt) due to undersensed ventricular beats. As result, shock therapy was delivered later than desired. Boston scientific technical services (ts) explained the undersensing was caused by the variable amplitude of the signals and provided reprogramming suggestions to resolve the issue. The arrhythmia was successfully converted by the ICD. The system remains in service. No adverse patient effects were reported. A field representative confirmed therapy enhancement suggestions and other corrective options were shared and discussed with the physician. However, at this time it is unknown if the programming was updated as patient is in intensive care unit due to a ventricular perforation caused during a not related electrophysiology procedure.